Event description:
The customer stated that one patient sample generated a reactive axsym toxoplasma igm result that was repeated as reactive. The customer then sent the patient sample to a reference lab where it was retested as non-reactive using a different method. The customer is questioning the axsym results and claiming them as false positive. Suspect results were not reported out of the lab and there was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This MDR is being filed on an international product (axsym toxo-igm, ln 9k09-20) that has a similar product distributed in the us (ln 4b25-22). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.